Event description:
Pt developed swelling in right upper extremity after 11th prosorba column treatment. Diagnosed with dvt. Admitted to hosp for anticoagulation and removal of right internal jugular central venous catheter. Discharge home on coumadin and lovenox.